Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "image failure (subject cannot be recognized)" occurred temporarily due to faulty cable. As to the cause of the faulty cable, it is possible that it was broken because water entered from the hole on the cable. However, the root cause of the phenomenon could not be determined. Additionally, it is likely the phenomenon "15 minutes delay in the procedure" occurred due to the device malfunction. The root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The issue was observed at the beginning of the procedure. There was a delay of approximately 15 minutes. The intended therapeutic procedure was completed by using a replacement device.

Manufacturer narrative:
Updated fields: b5 and h10 this report is being supplemented to provide additional information based on the procedural event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿poor image issue¿ was confirmed. The device evaluation found the poor image issue was due to faulty cable. Additionally, they have found puncture on the cable, smashed connector tip, and the device failed the leak test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had a poor image problem. There were no reports of patient or user harm associated with this event.